Manufacturer narrative:
Devices were not returned to MFR for eval. Surgeon did not allege malfunction or that the devices caused or contributed to the infection.

Event description:
Revision of total reverse shoulder arthroplasty approximately 2 yrs post operatively due to infection. This event occurred outside of the us in the united kingdom.